Event description:
Procedure: wedge resection. According to the reporter: procedure: neoveil tube type was used with setting on thoraco/wedge/segmental. With the tissue grasped, the green button was pressed; however, found the handle could not be moved to fire. Upon trying to squeeze the handle strongly, cracking sounds were heard. Opened another device and the same sulu was set on it to try again. However, confirmed the same failure event was duplicated. Using another device with attaching neoveil tube type, no problem was confirmed to complete the case. Also reported in the middle of procedure some broken part was found on the instrument table. Confirmed nothing fell into the patient by x-ray imaging. Reported the normal conditions of lung tissue and no problem in the method of loading sulu. Our sales rep observed staples at the proximal part deployed. No patient harm. No problem in closing and opening the jaw had been confirmed prior to use.

Manufacturer narrative:
(B)(4).